Event description:
I started to feel sick like I had the flu. My vocal cord became paralyzed. Very sick and lethargic. By (B)(6) 2017 I had a flare of arthritis that froze my right hand finger joints. Three fingers. It happened over a 5 day period. Took steroids and medication. It's still frozen. Got on humira to stop further damage. Hair breakage and hair loss. Reproductive issues. Menstrual cycle off and bleeding heavily. Thyroid disorder. Skin rashes developed. Skin began to necrotizing. Mouth ulcers. Tinnitus, hot feeling in my breast. Explanted (B)(6) 2018. One implant was ruptured. Mentor ultra high profile smooth round implant in for 21 months. At 7 months symptoms started, at 15 months symptoms became debilitating and severe.